Manufacturer narrative:
Conclusion: an investigation was not possible, because no product was return for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the progav shuntsystem, our traceability indicates that the valve was shipped in a perfect condition. In complaints with a similar cause, it was determined that deposits are the main reason for a functional deterioration. Deposits caused by natural substances in the csf, e.g. Protein, blood or tissue particles, are known and unavoidable risks and side effects of hydrocephalus therapy. A statement on the cause of the defect is only possible through a detailed examination. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis. No further actions are required as a result of the complaint.

Event description:
It was reported that a progav shuntsystem (#fv434-t) was implanted during a procedure. According to the complainant, the shunt system caused a blockage due to an increased microprotein in the csf. The patient underwent a revision procedure. The complaint device was not available for manufacturer evaluation. No patient complications were reported as a result of the revision procedure.